Manufacturer narrative:
Evaluation summary: the reason for revision is unknown. The cause analysis cannot be performed with the given information. No product or x-rays were returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.

Event description:
It is reported the device was implanted in 2002. In 2003, the pin and humeral assembly were both revised. The reason for the revision is unknown.